Manufacturer narrative:
Additional concomitant medical products: 459878 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning. Follow up with the physician office yielded no further information. The device is still in use. No patient complications have been reported as a result of this event.